Event description:
It was reported that the customer felt sick and the blood glucose was high. It was stated that the customer was not able to manage the sugar level and went to the hospital. The customer was treated with manual injections, and the glucose level went down. Troubleshooting was performed. The fixed prime and the self test were performed and passed. Reviewed the alarm history and found a low reservoir. The customer was informed that most probably the infusion set went off the site, of the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.